Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture, pacing inhibition, high thresholds and the lead was found to have dislodged. The patient had experienced a syncopal event at home. The lead was explanted and is expected to be returned.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. The analysis revealed slight signs of abrasion along the lead body. In particular, the insulation was found rubbed through at approx. 35 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. During further analysis, no deviations were noted which might be related to the dislodgement of the lead. Apart from the insulation damage, the lead proved to be within specifications and flawless throughout its inspection. The analysis did not reveal any sign of a material or manufacturing problem.